Manufacturer narrative:
We received additional information from medacta branch: the awareness date was modified from (B)(6) 2019. Glenosphere and liner references and lots have been changed. Batch review and visual inspection have been performed. Batch review performed on (B)(6) 2019: lot 179966: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, 14 items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: recurrent shoulder dislocation. The visual inspection does not allow to make any considerations. Mild scratches are visible on the articular surface of the glenosphere. Additional implant involved in the event, batch review performed on (B)(6) 2019: reverse shoulder system 04.01.0125 humeral reverse hc liner ø42/+0mm (k170452) lot. 173419 lot 173419: (B)(4) items manufactured and released on (B)(6) 2017. Expiration date: 2022-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
Batch review performed on 07 jun 2019. Lot 179110: (B)(4) items manufactured and released on 28-mar-2018. Expiration date: 2023-03-14. No anomalies found related to the problem. To date, (B)(4) other items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary revision surgery for shoulder dislocation (glenosphere from liner). The surgeon revised successfully the patient glenosphere, liner, head and baseplate with competitor devices. The surgery was completed successfully.